Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. Magnetic resonance imaging (MRI) compatibility guidelines were requested. The hcp reported that they were suspecting a bacterial infection in the l-spine/lower back area and that an MRI was going to be performed on that area of the body. The patient was in the emergency room (ER). The event date was unknown. It was unknown whether any treatments had been performed for the suspected infection. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.